Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: imdrf device code a04 captures the reportable event of band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were fractured after the deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device from the monitor was provided by the customer and showed the band was damaged inside the patient.